Event description:
The hospital nurse manager reported that a pt fell while getting out of the bed and fractured their hip. She stated that 3 siderails were in the up position and the bed exit was armed, but the bed exit system did not alarm once the pt exited the bed. She said that the maintenance staff had replaced the bed exit tape switches to repair the bed.

Manufacturer narrative:
A hill-rom field technician was dispatched to investigate the incident. He reported that the bed serial number was not recorded and they did not know which bed was involved in the pt fall. The tape switches that were removed from the bed had been scrapped. The hospital would not release any pt info or the pt's condition. It is unk if the bed contributed to the pt fall as the bed exit system is not a restraining device but a tool to notify the nursing staff that a pt has exited the bed. Therefore it cannot prevent a pt fall from occurring.